Event description:
It was reported a patient underwent a cesarean section on an unknown date and topical skin adhesive was used. The product was administered. Pruritus and redness developed on postoperative day 2 or 3. Therefore, the product was removed and the patient made a recovery using steroids. Subsequent use has been discontinued. [Progress] the patient recovered. [Health injury details] pruritus and redness developed on postoperative day 2 or 3. [Treatment details] the product was removed and the steroids was used. Further details are not provided. No sample will be returned. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information: qty of product involved: 1. This was the first time to use this product because it has not been used in obstetrics and gynecology until now. Accidental events may have overlapped. There is no other background that is likely to influence the patient. Pregnant women and women who have just given birth may be prone to dry skin, but the surgeon couldn¿t come up with any specific reason. [Seriousness]: non-serious (moderate/minimal). [Product use details]: the product was used for surgery as usual, and there was no particular sign of abnormality. [Surgeon¿s opinion about causal relationship between product and event] yes, there is. [Other contributing factor]: pregnant women are prone to problems due to dry skin. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was steroid cream used on patient prescription strength? Is photo available of patient reaction? What was the procedure date? What date post op was the reaction noted? Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Is product available for return/analysis? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and received. Attempts to obtain the device have been made and not received to date. If further details are received at a later date a supplemental medwatch will be sent was steroid cream used on patient prescription strength?:no further information is available. Is photo available of patient reaction?:no further information is available. What was the procedure date?:no further information is available. What date post op was the reaction noted?:detail is unknown. 2-3 days post-op. Was any surgical intervention performed?:not reported. Please describe how was the adhesive was applied.:no further information is available. What prep was used prior to, during or after adhesive use?:no further information is available. Was a dressing placed over the incision? If so, what type of cover dressing used?:no further information is available. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde?:no further information is available. Is the patient hypersensitive to pressure sensitive adhesives?:no further information is available. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive?:no further information is available. Patient demographics: initials / ID, gender, age or date of birth; bmi:female patient pre-existing medical conditions (ie. Allergies, history of reactions):no further information is available. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)?:no further information is available. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure?:no further information is available. Product lot of product used?:no further information is available. Is product available for return/analysis?:no sample will be returned. Name of surgeon?:no further information is available. What is the physician¿s opinion as to the etiology of or contributing factors to this event?=it could be related some accidental factors in this event. Pregnant women and puerperal women tend to have dry skin, which can cause problems. The sales rep tried to get more information, but no further information was available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.